Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to metal debris in the soft tissue envelope. The surgeon removed the implants and washed out the area to remove the metal debris. During the operation, it was determined that the patient also had an infection around the implants. Blood work determined that the chromium levels in the patient's blood were high at approximately 11 [?]g[?]l. Normal blood chromium levels are less than or equal to 1.4 [?]g[?]l. All of the implants were removed except for the femoral stem which was left in place due to the surgeon believing that it would negatively affect the patient's femur if they removed it. The patient will return for surgery to have new implants placed.

Manufacturer narrative:
The cobal chrome raw material DHR was reviewed and found that the material complied with applicable astm standards and onkos material standards. This information was not known until the raw material dhrs were obtained form the contract manufacturer on 15 june 2021.

Manufacturer narrative:
No manufacturing or sterilization issues were found that would have contributed to this complaint. Raw material documentation has been requested to ensure that the material was within specification and would not cause the failure. A follow up report will be submitted.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to metal debris in the soft tissue envelope. The surgeon removed the implants and washed out the area to remove the metal debris. During the operation, it was determined that the patient also had an infection around the implants. Blood work determined that the chromium levels in the patient's blood were high at approximately 11 gl. Normal blood chromium levels are less than or equal to 1.4 gl. All of the implants were removed except for the femoral stem which was left in place due to the surgeon believing that it would negatively affect the patient's femur if they removed it. The patient will return for surgery to have new implants placed.